Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01557.

Event description:
The patient was undergoing a coil embolization procedure using smart coils. During the procedure, the physician implanted five smart coils in the aneurysm. The physician experienced several catheter kickbacks while delivering multiple smart coils into the aneurysm. The physician advanced a new smart coil in the aneurysm; however, the coil did not form correctly in the aneurysm and was removed from the patient. The same incident occurred with a second smart coil. The physician noted that when removing the two smart coils, there was an uncomfortable grittiness. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.